Manufacturer narrative:
(B)(4). A visual examination of the incident device revealed tissue between the jaws. When latched closed, the jaws aligned properly to each other. The jaws opened and closed normally when the knife handle was activated. The knife extended and retracted when the trigger was activated. The knife edge was not damaged. Additionally, covidien lp (formerly valleylab) provides an online bulletin to inform customers on how to avoid tissue buildup that can lead to sticking. This bulletin reiterates information provided in the IFU which states that if the jaws are not cleaned as instructed, eschar can build up and cause the jaws to stick to the sealed tissue. This can lead to difficulty in opening and closing the device.

Event description:
The customer originally reported that the device jaws became locked during use. The site has no additional information. There was no patient injury.